Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the shaft fractured. The lesion being treated was in the obtuse marginal (om) artery. The physician deployed the taxus express2 8.8% 2.75 x 32 mm drug eluting stent successfully and deflated the balloon. The physician had made two tugs to pull the delivery system out of the vessel, when the hypotube shaft broke in half. A snare was used in an attempt to retrieve the broken portion of the hypotube, but was unsuccessful. The pt was taken to surgery and the hypotube pieces were removed. Multiple unsuccessful attempts have been made to obtain info as to the status of the pt.